Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot #: va1k5n2, implanted: (B)(6) 2019 product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019 product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 04-aug-2021, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 23-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had a deep brain stimulator (dbs) installed three years ago and they had numerous erosions and ulcers on their head and neck. The pain had become unbearable to where they could hardly keep up with treating the wounds free of infection. The surgeon who implanted the device attempted a fix and the ulcers quickly reappeared. The consumer tried to find someone to treat them locally, but they wouldn¿t even look at it. The consumer ¿needed to get this dealt with or I am going to get a brain infection and the situation is now critical. I need skin grafts or some other treatment or this is going to get ugly fast. The wounds are growing and not healing.¿